Event description:
Caller reported a malfunction on the pump with a malfunction code of malf 12, which has occurred at least three times on the same pump. There was no adverse impact on the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support arranged to send the customer a replacement pump with updated software and provided instructions on using a backup insulin pump until then. The caller was given instructions on storing the malfunctioning pump and returning it to tandem within ten days, and they acknowledged and understood the guidance provided.